Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported it was found that the catheter was torn. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The sample was received with an inlaid stylet and attached t-lock assembly. The stylet had been manipulated in the catheter and protruded slightly from the untrimmed catheter tip. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, during pressurization, several leaks were observed between the 19cm and 24cm depth markings. Tactile inspection of the sample revealed tensile weakness throughout the leaking region. Microscopic inspection of the leaking region revealed abundant splits in the catheter shaft. Many of the splits were circumferentially opposite one another and several of the splits were superficial. Catheter surface abrasions were visible in the vicinities of the splits. The relative split locations, abrasion damage and tensile weakness were consistent with damage caused by catheter manipulation using a traumatic grasping instrument, such as forceps or hemostats. The use residues suggested that manipulation likely occurred during attempted device use. H3 other text : evaluation findings are in section h.11

Event description:
It was reported it was found that the catheter was torn. No other information was provided.